Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the poppet kit for the valve was not shifting, the worm clamps for the tubing was leaking, the zip ties for the tubing were leaking, and the power switch had a short circuit.